Event description:
It was reported that pump malfunction occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with assistance, and did not experience repeat malfunction; customer was advised to continue using pump and to call back if malfunction recurred.